Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited increased pacing threshold. Additionally, the rv lead exhibited insulation damage which was confirmed visually by the physician during the procedure. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.